Event description:
The patient reported communication issues between the implant and the external equipment. An advanced bionics representative met with the patient for device evaluation and confirmed the problem. A recommendation was made to replace the implant.